Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds one other report against the 2440550 lot code. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the report. A search of the complaints databases finds no other reports against the remainder of the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update received (B)(4) 2014 - reason for revision was: patient had expressed discomfort and surgeon felt that knee was tight.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.